Manufacturer narrative:
(B)(4) concomitant medical products: 130831 magnum tpr adpr ti 42-50/+4 mm lot 1509936, 157448 m2a-magnum mod hd sz 48 mm lot 1519773, 157854 m2a-magnum recap cup 54odx48id lot 1481128. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address femoral stem fracture approximately nine years post primary implantation. No further information has been made available at this time.